Event description:
A malfunction with the code malf 2 was reported by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump successfully, and there were no further occurrences of the malfunction code. The customer was advised to continue using the pump and to call back if the issue recurred, which the customer acknowledged and understood.